Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring. Customer reloaded cartridge and received a cartridge change error. Customer's blood glucose was not adversely impacted. Customer declined to provide any further information to tandem technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error was verified, and the cartridge o-ring damage could not be verified.